Manufacturer narrative:
G4: 30sep2019; b4: 22oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The front bezel was replaced to address the touchscreen and rotary knob (navigation ring) failure. The fse also replaced the battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the touch screen did not work properly and the rotary knob was out of order. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
It was reported that the touch screen did not work properly and the rotary knob was out of order. There was no patient involvement.